Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple years ago. Explant date: procedure happened a couple years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.